Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "delivery accuracy error"

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were analyzed. No abnormalities were found. A visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing was missing. No damage or soiling could be detected. A functional inspection was performed. The device passed the self-test. A space line was inserted, identified by the device and could be selected from the menu. It was possible to put the pump in operation. While checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,42 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,14 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,40 bar (should be: 1,8-2,5 bar). Pmin: is: 1,15 bar (should be: >1,5 bar). Safety clamp was checked. Pmin: is: 1,37 bar (should be: >1,2 bar). The mechanical pressure was out of tolerance. During a further analysis, the flow rate was inspected. A delivery accuracy measurement was arranged. It could be detected that the delivery rate was out of tolerance. The device was disassembled. A damage on the inner frame was detected. No other visible damage was found. The defect could be confirmed. During the investigation, the malfunction could be reproduced. The malfunction occurred because of the damage on the inner frame. The damage was caused by an impact damage. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.